Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in two delivered inappropriate shocks. Noise was unable to be reproduced with provocative maneuvers. The device was then manually reprogrammed to the secondary vector to mitigate oversensing. This system was evaluated in clinic and testing was completed. Testing obtained acceptable amplitude, however myopotentials were still present. This device was then explanted and replaced with a transvenous system. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in two delivered inappropriate shocks. Noise was unable to be reproduced with provocative maneuvers. The device was then manually reprogrammed to the secondary vector to mitigate oversensing. This system was evaluated in clinic and testing was completed. Testing obtained acceptable amplitude, however myopotentials were still present. This device was then explanted and replaced with a transvenous system. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was subjected to and passed all returned product testing. Although physical analysis did not reproduce the reported observations, investigation determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "incident description" for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in two delivered inappropriate shocks. Noise was unable to be reproduced with provocative maneuvers. The device was then manually reprogrammed to the secondary vector to mitigate oversensing. This system remains in service. No adverse patient effects were reported.